Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos observed that the cone of the male luer lock (mll) of the return line is broken. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a prismaflex m150 set, a ¿clamped lines¿ alarm triggered due to a damaged luer connector. There was no patient injury or medical intervention associated with this event. No additional information is available.